Event description:
The patient's mother called animas on (B)(6) 2012 stating that the patient was hospitalized while using the animas pump. Animas attempted to follow up with the reporter regarding more detail around the hospitalizations but has not been successful. The patient's mother said, the patient was on a loaner pump before she needed to go to the hospital. She said, the patient was vomiting and thought it may have been due to a "bug." The patient checked her blood glucose levels every two hours and her level kept increasing. She brought the patient soup and took him to the hospital. Upon arrival at the hospital his blood glucose level was 600 mg/dl. The patient's mother said, the hospital never admitted the patient and had him still use his pump. She said, she told the hospital that they needed to take the patient off the pump and start a sliding scale regime. They then took the patient off the pump and gave the patient humulin n or r insulin when the mother claimed they should have given him novolog. The patient's mother said, they went to the hospital at 12:30 am and when they left it was 10:30 am the next day. The patient's blood glucose level at the time of discharge was 347 mg/dl. The patient went home and discontinued pump therapy for a day. Then after another day passed, the patient started using the loaner pump again and went to a second hospital. She said, the patient's blood glucose level was 500 mg/dl or higher when admitted to this hospital where they diagnosed him with dka. The patient's mother said, they restarted him on a pump on sunday before they discharged him and his mother said, he used a one touch ping pump. The patient's mother said that on discharge from the second hospital his blood glucose level was between 250 and 274 mg/dl. Again the patient's mother is not sure whether the stomach bug caused the blood glucose elevations. The reporter did not implicate any products for the patient's hospitalizations and did not want to troubleshoot. As no troubleshooting was conducted this complaint is being reported because the patient allegedly suffered two different instances of blood glucose elevations causing hospitalization while on a loaner pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump history revealed that the pump was suspended at 4:47 am on (B)(6) 2012 and resumed on 2:32 pm on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.